Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer was looking for the part number to repair a bariatric bed, stating that the pin to attach the two spring sections is missing.